Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch will be submitted upon completion.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. An investigation of the lots delivered to the customer for the product in the three months prior to the event were reviewed and a lot number was not able to be determined. Review of the bpr for each dialyzer lot number delivered to the facility three months prior to the complaint date did not reveal a probably cause for the customer complaint. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, foreign material, and process controls were within specification.

Event description:
A pt reported the machine was 'clogging' resulting in his blood being thrown away. The dialysis unit's 'acting' clinical mgr confirmed 2 events of the pt's blood clotting the extracorporal circuit (bloodlines and/or dialyzer). There were no allegations of malfunction against the dialyzer or the machine. The facility does not use fresenius bloodlines. Treatment sheets were reviewed for (B)(6) 2015. According to the treatment sheet, on (B)(6) 2015 at 10:45 am the 'pt clotted, requested to come off (B)(4) notified'. No other info was provided. Pt rec'd a total of 2.0 ml of heparin. The 'acting clinical mgr confirmed blood loss was estimated at approx 300 ml. Pt was discharged home with no new findings occurring during treatment and no complaints. No medical intervention was required. The dialyzer was discarded. Lot number was not known.